Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Pairing with (B)(4) bluetooth device: passed. Transmitter functional tester: passed. Performed share log review and loss of connection found in log. The problem is confirmed because the share log displays a connection loss gap within the investigation window. .the reported event of loss of connection was confirmed . A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/08/2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No product or data was provided for evaluation. The reported event of a loss of connection could not be confirmed. A root cause could not be determined.